Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant implanted impella cp for a patient experiencing cardiogenic shock, subsequently escalating to the impella 5.5 pump for a patient with biventricular failure. The 5.5 provided support for a duration of 56 days until a signal loss was detected, which led the team to explant the device and replace it with another 5.5 pump. No harm or injury was observed.

Manufacturer narrative:
D6b: corrected explant date.

Manufacturer narrative:
An impella 5.5 device was inserted surgically into the axillary/subclavian artery in a 42-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on extracorporeal membrane oxygenation (ECMO), prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was a discrepancy between the arterial line and the position waveform pressure increased, resulting in position unknown alarms. The pump was exchanged for a new pump. There was no noted interruption of flow or support for the patient. Two months after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 as intended. The impella device will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. B1. Is adverse event and b2. Is required intervention updated. H1. Type of reportable event updated to serious injury. H6 codes updated. H6. Health effect - impact code f1904 no longer applies.